Manufacturer narrative:
Investigation pending.

Event description:
The patient received a negative result using a consult hcg urine cassette between (B)(6) and (B)(6) 2018. Per the customer, a positive result was confirmed by blood test. The customer initially reported the complaint lot number as hcg7080115. However, the customer was unable to confirm the lot number during a later follow-up. Although requested, no additional information was provided. The customer also reported a similar event occurring on an alternate patient. Information regarding the alternate patient submitted in MDR 2027969-2018-00054.

Manufacturer narrative:
Investigation conclusion: returned devices from the complaint lot were not received. Retention products were tested with qc cut-off hcg concentration (20miu/ml) and high positive hcg urine standards (215.2iu/ml, 219.5iu/ml, and 207.4iu/ml). All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.